Manufacturer narrative:
Crossbar brace.

Event description:
It was reported by service report that this unit required the clevis pin, crossbar brace, and "lift here" label replaced. No patient involvement or adverse consequences are reported.